Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose 452 mg/dl. The customer stated that the insulin pump had blank display. The customer also stated that display did not return after restart. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and blank display. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer also stated that they had using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.